Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high; however a specific value was not provided. Cause was not known. A correction bolus was delivered and supplies changed to address bg. Reportedly the customer required assistance and went to the emergency room. No additional patient or event information was available. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.